Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator malfunctioned. The patient was transferred to another ventilator. There was no reported injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the power supply to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).